Event description:
The device was used during a lower anterior resection procedure. Reportedly, upon completetion of the anastomosis, the staples were missing and there was bowel leakage. The surgeon performed a colostomy to correct the condition. The hosp reported the pt's condition is satisfactory.